Manufacturer narrative:
Product complaint (B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Name of index surgery? Please specify the body part/location of trauma on which the index surgery was performed? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? Was the suture removal and debridement performed in a re-operation procedure? Was the wound re-sutured? And when? What was used for re-suturing? Were cultures performed? Results? What type of anti-infective medication was given (oral, topical or etc)? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a surgery for trauma on (B)(6) 2020 and the suture was used. It was reported that the patient experienced wound secretion a day after sewing the wound caused by trauma. The suture was removed and the patient was given debridement, disinfection and anti-infectious medicine for treatment. Additional information has been requested.